Manufacturer narrative:
(B)(4). . G2: report source france the device will not be returned for analysis as the product remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 1 month post implantation, a second revision approximately 13 months after that, a third revision approximately 4 years later, a fourth revision approximately 1 month later and finally a fifth revision approximately 10 months later due to swelling, ambulation difficulties, and non-union. During the procedure, encountered necrotic bone and a heterogenous appearance of the femoral external soft tissues. A bone graft was completed and the lcp plate, locking screws, and dall-miles cables were revised. All hip products remained implanted and the procedure was completed without complications attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: unknown item #, unknown head, unknown lot#. Unknown item #, unknown lpc plate, unknown lot#. Unknown item #, unknown locking plate x6, unknown lot#. Unknown item #, unknown dall-miles cables x5, unknown lot#. Unknown item #, unknown cement, unknown lot#. Unknown item #, unknown symbios april cup, unknown lot#. Unknown item #, unknown delta 36 alumina, unknown lot#. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records/radiographs were provided and reviewed. Note: continued to have pain and walking with walker- not unexpected 4 months post-operative slept on medical bed as unable to go upstairs. Note: leg swelling- complete scan and revealed bone fissuring. Revision: non-union of fracture under prosthesis. Lateral approach. Removal of osteosynthesis equipment and all dall miles cables. Generous decortication with excision of all necrotic bone and fibrous tissue ¿we refer to the antero-superior iliac crest with an incision and homeostasis on demand. Bone pavement and cancellous bone are harvested. Infiltration with naropein followed by plane-by plane and tegmental plane closure using a subject fully embedded under the skin. We return to the femur, where we perform a bone graft mixed with granulated biobank bone. Placement of a 16-hole plate held in place by verrugae forceps, dall miles cables and screws, with very good bone retention distally. We complete the osteosynthesis with a few flat screws proximally¿ x-ray: femoral osteosynthesis material appears to be in place, as is the left hip prosthesis. Heterogeneous appearance of the femoral external soft tissues, probably with calcifications opposite. Scan: oval hypodense formation of the left femur in relation to the osteosynthesis material extending over the height of 33cm with average thickness of 3.3 cm. Collection 1.5 cm from skin- can be accessible by puncture ¿ osteosynthesis device is unknown and this is the only information provided; therefore, not capturing. If additional information is provided, please reassess. Note: patient reports dr. Ouacel told her that the graft has not taken and the consolidation of the femur is not done. ¿my gp told me that I had to consider walking with a cane for the rest of my life¿ ¿ not captured as patient is two months post-op and these are not unexpected complications. Note: gp told patient to consider walking with a cane for the rest of her life. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.